Event description:
Adverse event(s): "no pt injury reported (no consequences or impact to pt). Product problem(s): "the vitrectomy probe was not cutting" (failure to cut). The nurse reported the vitrectomy probe was not cutting. The vitrectomy probe was switched out and the surgery was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).